Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 90 mg/dl at the time of the call. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer stated that they found a screw driver to attempt to remove the battery cap. The customer was advised to remove the cap and to monitor the device after changing the batteries. The customer did not return the product back for analysis.